Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate the complaint. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. No alarms occurred during 24hr duration testing.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 486 mg/dl with extreme thirst, frequent urination, and mild shortness of breath which has resolved. During troubleshooting, customer support found no potential causes of perceived inaccurate delivery issue: pump settings and histories were as expected. Cs attributed the bg excursion to a change in hydration level (fluids lost through perspiration were not adequately replaced). The patient continues on the pump. There is no indication of pump malfunction. This complaint is being reported because the experienced hyperglycemia.